Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united state

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for insulin flow blocked during bolus. Customer¿s blood glucose was unknown at time of incident. Customer states that reservoir was not empty. Customer also states that insulin did exit during prime but did not exit the tubing or pump alarms. Customer advised to revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No insulin flow blocked alarms or no delivery alarms or occlusion anomalies noted during testing. Device received with corroded battery tube.